Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had an alarm coming from his controller. The patient's wife states patient had audio alarms on batteries and power module. Audio alarms would occur intermittently. Brought patient into office, pump off, and low speed operations were occurring. The patient states he did feel the vibration in his chest. The system controller was exchanged.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.